Event description:
On 05/24/2004, the destination therapy pt was implanted with a vented electric left venticular assist device (lvad). It was reported by the vad coordinator that the pt was at home and had experienced a grinding noise coming from the pump. The pt was asked to come into the hosp for evaluation and possible pump exchange. A few days later it was decided by the surgeon to go ahead with a pump exchange. The pt was taken to the or, and his pump was exchanged to the manufacturer's clinical trial vad. The pt remains stable and on lvad support. The hosp is sending the device to the manufacturer for analysis.